Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 05/17/2024, that on (B)(6) 2024 the patient experienced a skin reaction. Date of event is an approximation. It was reported that the patient experienced a skin reaction which occurred five days after the sensor had been inserted in the arm. The patient developed a rash, redness, inflammation, pimples, blisters, dry skin, drainage, and a scar under the sensor patch. The patient had itching and burning sensation in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient consulted a physician who prescribed topical triamcinolone cream. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.